Event description:
A customer reported via webform that a ¿sensor ended¿ error message was received with the adc device. The customer indicated that they were provided either insulin, glucagon, and/or other medications from a third party for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product data has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. Per smartphone compatibility information, with use of application, the customers phone with ios/android unknown operating system has not been tested for compatibility at the time of investigation. The compatibility guide states that abbott diabetes care has not assessed compatibility on phone/operating systems other than those listed. This guide is available to the user on the websites where the product is launched. Therefore, this issue is not confirmed. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. This serves as a correction report. Section h10 (additional mfg narrative) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform that a ¿sensor ended¿ error message was received with the adc device. The customer indicated that they were provided either insulin, glucagon, and/or other medications from a third party for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.